Manufacturer narrative:
W4e water sol, iso valve clogged. Overheating due to no water flow from a clogged water solenoid, kink in water supply hose, debris buildup in the water filter. Cracked auxiliary foot pedal connector on the power drive board. Debris buildup in the handpiece cable. Replaced damaged/worn components and recalibrated unit to factory specs. Old hpc - 12220, new hpc - 03240, hp - 202209.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron plus g136 they allege that handpiece and the insert tip got hot. Slight burn to doctor's hand and slight burn to patient's lips and tongue. No medical attention was needed by doctor or patient.